Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, printer would not stop printing and intermittently gibberish. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer did not stop printing. Technical support specialist (tss) connected to the server and cleared all unverified barcodes. The tss then reviewed and verified the workstation printer, including printer services, and confirmed that there were no documents stuck in the print queue and that the system was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.